Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported by a friend or family member that the patient had no stimulation sensation. There was a loss of therapeutic effect. There was increased baseline pain. The symptoms occurred after environmental exposure, an MRI scan on (B)(6) 2015. It was a head scan. The patient turned therapy back on and felt something, then felt nothing. The patient no longer felt stimulation and was not getting therapy relief. An information request was made about the patient programmer and control magnet. The patient felt stimulation while leaning forward but not when standing up. The patient was redirected to health care provider (hcp), but the hcp was on vacation. It was reviewed that the local device manufacturer¿s representative (rep) might be able to assist with in office troubleshooting. There was no outcome provided. If additional information is received, a supplemental report will be submitted.